Event description:
During baxter's eval of a spectrum pump, it had an overheated component. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the overheated component. The overheated component was on input/output printed circuit board (I/o pcb) and caused the back flex to fail. The I/o pcb and the back flex were replaced.